Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device cannot be turned on. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Phone number: (B)(6).

Manufacturer narrative:
The available details indicate that the battery could not be charged, and the device did not turn on. It was recommended to connect the device to a 220v power source. After doing so, the device powered on and it was concluded that issue was caused by a battery failure. However, the device has not been made available to philips, so visual and functional testing could not be performed. The device remains at the customer site, and no further evaluation is warranted at this time.